Event description:
Pt was wearing the smart sling immobilization sling as recommended but developed an ulcer, which has cleared up after discontinuing use. The pt did not require add'l medical attention.